Event description:
It was reported that an arteriotomy closure of a mildly calcified and mildly tortuous right common femoral artery was attempted using a proglide device with an 8f sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the device was used in a calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed, because key components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.